Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd intima ii¿ IV catheter prn adapter burst when the needle core was loosened. The following information was provided by the initial reporter, translated from chinese: "the patient came to the hospital for physical examination. On (B)(6) 2022, a sealed vein indwelling needle was used to inject contrast media to the patient for imaging examination. The indwelling needle isolation plug came out at 11 a.m., and the indwelling needle was pulled out in time, without causing harm to the patient." "The CT room used jingma to withstand high pressure operation, which resulted in burst, non-standard operation when loosening the needle core, etc., and the sample was discarded."

Event description:
It was reported that the tubing of the bd intima ii¿ IV catheter prn adapter burst when the needle core was loosened. The following information was provided by the initial reporter, translated from chinese: "the patient came to the hospital for physical examination. On (B)(6) 2022, a sealed vein indwelling needle was used to inject contrast media to the patient for imaging examination. The indwelling needle isolation plug came out at 11 a.m., and the indwelling needle was pulled out in time, without causing harm to the patient." "The CT room used jingma to withstand high pressure operation, which resulted in burst, non-standard operation when loosening the needle core, etc., and the sample was discarded."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1319439. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.